Manufacturer narrative:
Concomitant medical products: valley lab electrosurgical generator. Investigation evaluation: as returned, the sheath and drive wire of the device have been cut near the handle. According to the report, this was done to facilitate removal of the device from the polyp. Unfortunately the cut devices prohibited a complete functional evaluation. The electrical pin was visually inspected and found to not be bent or damaged. The active cord would connect easily and remained securely connected. The continuity from the electrical pin to the cut in the drive wire was tested with an continuity tester and passed. The continuity from the cut in the drive wire to the tip of the snare head was tested with an continuity tester and passed. A close visual inspection was performed on the joint securing the snare head to the drive wire. No abnormalities were observed that could have contributed to the observation by the user. As a result, the complaint could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. In addition, the condition of the returned device (cut drive wire) prohibited a full functional evaluation. This limits our ability to conclusively determine a cause. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Before using the acusnare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Damage to the active cord could contribute to difficulty with current application. Prior to distribution, all acusnare polypectomy snare soft are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook acusnare polypectomy snare soft. While trying to scare [scrape] off a large polyp the snare stopped cutting/would not cauterize. The nurse indicated the event was technique related and not product related, as the polyp was very large. The snare was cut in order to remove from the patient.